Manufacturer narrative:
Continuation of d10: product ID (lot: unknown); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure, an unruptured aneurysm located in the internal carotid artery with saccular morphology and moderately tortuous vascular anatomy was being treated using a pipeline embolization device 5.00mm x 20mm. The distal portion of the pipeline device failed to open despite being prepared according to the instructions for use and advanced into a straight segment of the m1 segment (encountered resistance). The device was removed from the patient after multiple unsuccessful attempts to deploy it. No patient complications have been reported as a result of this event. More than 50% of the pipeline had been deployed when it failed to open. There were no any additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. It was unknown if dapt (dual antiplatelet treatment) was administered.